Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the ground wire coating damage, the angle wire play, the forward body frame corroded, the ccd drive pcb corroded, the remote control body case leak, the remote control buttons leak, the suction nipple leak, the remote control buttons cut, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, and the light guide cable lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.